Manufacturer narrative:
The meter and one vial of test strip lot 496826-12 were returned for investigation. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were tested with the returned meter and retention controls. Testing results: qc 1 results (range = 2.5 - 3.1 inr): run 1 = 2.8 inr; run 2 = 2.7 inr; run 3 = 2.9 inr. Qc 2 results (range = 4.1 - 6.8 inr): run 1 = 4.9 inr run 2 = 4.8 inr run 3 = 5.1 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch field d4. Has been updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Upon review of the meter's patient result memory, a value of 3.0 inr measured at 05:29 on (B)(6) 2021 and a value of 3.1 inr measured at 05:41 on 17-jun-2021 were observed. No measurement of 4.7 inr was observed on (B)(6) 2021. Occupation: the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with a coaguchek xs meter (serial number unknown). At 6 a.m., a sample from the patient was tested using the meter, resulting in a value of 3.0 inr. Ten minutes later, a sample from the patient was tested using the meter, resulting in a value of 4.7 inr. When collecting samples, the patient squeezed their finger. The patient's therapeutic range is 2 - 3 inr.